Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement tests. The device was received stuck in the motor error alarm loop during bolus/basal delivery. The motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during our testing. Cracks to the case, reservoir tube, battery tube threads and display window was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an error message on the screen. It was found that the insulin pump was in the prime menu where the customer has to manually prime. It was stated that the prime process cannot be performed. Customer's father declined to troubleshoot and requested the device to be replaced. Nothing further reported.